Event description:
Company representative reported being informed by a hospital diabetologist that one of the infusion device users died in (B)(6) 2010. Company representative stated the doctor reported the patient died as a result of fainting and had strongly slammed the head. Company representative reported the doctor stated this hard impact occurred in the patient's home bathroom and caused her neck-bone to break. Company representative stated the doctor reported not informing us prior to this because she thought the infusion device had no connection with the incident. Company representative reported the doctor stated she postulated that the patient programmed a completely wrong corrective bolus as she was always worried about hyperglycemia. The hospital reported the patient's husband is still very sad about the incident and prefer not to be contacted to talk about his wife. No further information is available. Requested return of the alleged products for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.